Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had an ins replacement on (B)(6) 2018 (normal battery depletion) and the patient told the caller that the therapy isn't working as well as it was before replacement. The patient called a manufacturer representative (rep) to learn how to recharge as the caller was unsure of the process. They synced with the patient programmer and it showed stimulation on. Confirmed on the recharger screen. The therapy was not working as well and they were experiencing tremors. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.